Event description:
The customer reported an issue with a cartridge not fully snapping into the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to inspect the pump and identified an o-ring on the pneumatic tap, which was removed. The customer cleaned the pneumatic area and successfully reloaded the original cartridge. Customer declined troubleshooting with tandem technical support and declined to provide further information.